Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker had undergone a thorough evaluation. This device triggered replacement indicator while implanted. Both microscopic visual inspection and memory log found no anomalies. Field allegation of premature battery depletion was confirmed. The device behavior was consistent with bin hopping.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion. Additional information was obtained from the field representative indicating that this device was functioning normally and atrial pacing increased to greater than ninety percent that led to battery depletion. This pacemaker was explanted. No additional adverse patient effects were reported.